Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-30. It was reported that there was no data regarding the CT scan at the time of report, and the catheter revision had not been scheduled. It was noted that if the catheter was explanted, the representative would do her best to retrieve it and send it back to the manufacturer for analysis.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jun-21 regarding a patient receiving morphine (30 mg/ml at 2.603 mg. Day) and bupivacaine (15 mg/ml at 1.302 mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient presented to the clinic on (B)(6) 2017 stating that he did not have pain relief from the pump, and he did not feel any relief when he self-administered boluses via his personal therapy manager (ptm). It was noted that the patient fell on his back after his knee gave out "several months ago," but he did not know if that was when the therapy loss began. It was also noted that the patient's previous managing hcp started to decrease the pump dose at an unknown date to wean the patient off of pump medication in anticipation of discontinued pump use and a switch to oral medication. The patient's new managing hcp planned to continue pump use and was re-titrating the patient's dose, but the patient's pain level did not decrease or respond to the titration. A dye study was performed by the patient's new managing hcp on (B)(6) 2017, and aspiration of drug or cerebrospinal fluid (csf) was not possible. The patient's previous managing hcp attempted the dye study with a new kit, and the results were the same. It was noted that the patient was very large, which made it impossible to see a clear fluoroscopic image of the catheter tip. It was assumed that the catheter was either occluded or had come out of the intrathecal space. The patient was to be sent for a computerized tomography (CT) scan to rule out possible granuloma, and then scheduled for a catheter revision. The situation was considered unresolved at the time of report, and the patient's status was live - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. With regards to the cause of the catheter being tied off, the manufacturing representative noted that when implanting a new catheter after determining that the previously implanted catheter is not patent, implanting physicians tend to tie off the catheter to occlude it and secure to the fascia rather than removing it from the spine. If the catheter was to be pulled out of the spine, it would be likely to leave a small hole in the dura that often would not close up immediately (if at all). An opening in the dura could lead to a cerebral spinal fluid (csf) leak and subsequent patient spinal head ache (usually accompanied by nausea and general malaise).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump and catheter were replaced by the healthcare provider (hcp) on (B)(6) 2017. The distal spinal portion of the catheter was tied off and remained implanted. The pump proximal end and the pump were removed and discarded. The manufacturing representative at the replacement did not retrieve the pump or proximal catheter to return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the consumer on (B)(6) 2017. The patient reported their pump was replaced about a month earlier because the pump had quit working. (B)(6) 2017 was provided as the date of the event (of note, it had previously been reported the initial onset of the issue occurred in (B)(6) of 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was moved from the front stomach to the back. The pump replacement was due to medication not going in the right place. The patient needed an antenna for their personal therapy manager (ptm). The patient had never received an antenna for their ptm. There was no out of box failure reported. There was no medical or therapy problem associated with small parts reported. There were no further applicable symptoms. The event date was noted to be ¿(B)(6) 2016¿. The device manufacturer repair department was alerted of the request for an antenna.